Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An initial analysis of the returned device was performed by boston scientific corporation (bsc). During a visual examination, it was found that there was no damage to the device and the clip was able to be opened and closed. There were no kinks in the coil and the handle was not locked. Upon investigation at medventure, it was noticed that the clip assembly was deployed by bsc and was not returned to medventure. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. Based on the evaluation conducted and the details of the complaint, no definitive root cause could be determined.

Event description:
It was reported to boston scientific corporation that a resolution ii clip was used to treat a bleeding, superficial gastric ulcer during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2011. According to the complainant, during the egd procedure, the scope was in a torqued position. The physician reported that the first clip's orientation was not correct. They tried to reposition the clip inside the patient by rotating the entire delivery catheter to the left, however the device would not move. The physician then tried to deploy the clip and it would not release from the catheter. The device was removed from the patient without issues and another of the same device was used to complete the procedure without complications. The patient was reported to be fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution ii clip was used to treat a bleeding, superficial gastric ulcer during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2011. According to the complainant, during the egd procedure, the scope was in a torqued position. The physician reported that the first clip¿s orientation was not correct. They tried to reposition the clip inside the patient by rotating the entire delivery catheter to the left, however the device would not move. The physician then tried to deploy the clip and it would not release from the catheter. The device was removed from the patient without issues and another of the same device was used to complete the procedure without complications. The patient was reported to be fine post procedure.